Manufacturer narrative:
The guide wire spring tip section was received at csi for analysis. Visual examination revealed that the proximal coil of the spring tip was stretched and fractured. Scanning electron microscopy analysis revealed evidence of torsional failure at the fracture sites. It was hypothesized that this was due to the oad having made contact with the guide wire as was reported by the user. However, this could not be confirmed through analysis as neither the proximal spring tip solder bond or oad driveshaft tip bushing were returned for analysis. The exact root cause of the fracture event was undetermined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4)

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
Orbital atherectomy (oa) was selected for treatment of the left anterior descending artery. The viperwire guide wire was placed in the septal branch to improve wire bias. During treatment the guide wire made contact with the orbital atherectomy device, and the guide wire fractured. Attempts to retrieve the fragment with a snare were made but were unsuccessful. During attempts to improve wire bias the spring tip became stuck in the balloon catheter and was removed from the patient's body. The procedure was completed, and the patient was in good condition.